Event description:
The clips were half forming and the jaws came off track. The device was being used under normal application; it was not being used to secure a catheter. The doctor changed to another clip applier to complete the case. There was no pt consequence. The device will be returned for analysis.